Event description:
It was observed that during the device evaluation, the resectoscope sheath exhibited the ceramic tip being broken. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned and the evaluation found that the tension ring was broken, the guide screw was missing, the ceramic tip was broken and the sealing ring was worn. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the damage to the ceramic beak of the sheath was caused by thermal and mechanically induced impact, improper handling, mechanical overloads like fall, shock, or similar stress. However, the root cause for this event could not be determined. The following are included in the instructions for use (IFU): the IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced strain. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: 4 before using: warning infection control risk properly reprocess the product before the first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: - no corrosion - no dents - no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.